Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified distal left circumflex artery. The 12mm x 2.25mm quantum maverick balloon catheter was advanced to the lesion for pre-dilation. During the second or third inflation, the balloon ruptured at 18atms. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed contrast was present throughout the distal lumen and balloon. The device was soaked in water to dislodge the dried contrast and allow inflation of the device. When positive pressure was applied with the inflation device, the contrast was released through a pinhole in the balloon wall located on the distal end of the balloon, parallel with the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified distal left circumflex artery. The 12mm x 2.25mm quantum maverick balloon catheter was advanced to the lesion for pre-dilation. During the second or third inflation, the balloon ruptured at 18atms. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.